Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Functional and visual testing was performed. The customer's reported problem was confirmed. The pump was found to be "double beeping" issue when batteries are inserted during the investigation. It was recommended that the downstream occlusion sensor to be replaced.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed a double alarm and an alarm for high pressure. There were no adverse events reported.